Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis in a female patient coincident with unknown therapy for peritoneal dialysis. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was not reported. It was not reported if treatment was rendered or if the patient had recovered from the peritonitis. An opinion of causality was not provided for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received from the nurse. On an unreported date, the patient experience a break in aseptic technique, fever and peritonitis. The patient was recovering from the peritonitis with continued cloudy effluent and episodes of abdominal pain. The outcome for the patient's fever and break in aseptic technique were not reported.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.